Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the atrial lead could not be fully inserted into the header port. Device was not implanted. Patient condition was good.

Manufacturer narrative:
The reported field event of a connector anomaly was not confirmed in the laboratory. The device was tested on the bench and test leads were inserted with no anomalies. The cause of the field event could not be determined.